Manufacturer narrative:
Concomitant medical products: d224trk crt-d, implanted: (B)(6) 2012, 694758 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device exchange procedure, it was noted the right atrial (ra) lead was dislodged and was dangling in the inferior vena cava. The lead also showed no capture. Further review of the patient's chart indicated that the lead had actually dislodged approximately five years earlier and that a lead revision had been attempted at some point in the past but had been unsuccessful. The lead was now capped and replaced. No patient complications have been reported as a result of this event.